Manufacturer narrative:
No device evaluation was available for the device in question. The customer was provided a replacement device by a philips authorized repair facility, however the cause of the replaced device remains unknown.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the system module hangs during boot up. It is unknown if the device was in use at time of event, and there was no adverse event reported.